Manufacturer narrative:
At this time, vyaire has not received the suspected main pcba for evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit went inoperable and the screen went blank during patient-use. The customer reported the ventilator alarmed. The customer reported the patient was manually ventilated while a back-up ventilator was installed. The customer reported there is no reported of patient consequence associated with the event.

Manufacturer narrative:
In review of this vent at the facility, it ran on pf300 for 1 hr and no inop during this time. Vent is do for pm (B)(6) 2018., no inop in error log posted from (B)(6) 2018. Display presented normal conditions on initial start up. After battery check and reboot several times display began to flicker. Display screen changed out. This issue will be internally investigated within vyaire.